Event description:
The customer reported that their device was not powering on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.